Event description:
It was reported that the right ventricular (rv) lead and the right atrial (ra) lead had noise and electrical magnetic interference (emi). The rv lead also had increasing impedances. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.